Event description:
A pt was undergoing a diagnostic laparoscopy with adhesiolysis. Adhesions to the bowel were grasped with a forceps. During the process the lower grasping jaw of the forceps broke off. The piece could not be visualized resulting in an open procedure (laparotomy) to locate and remove the metal jaw piece.